Manufacturer narrative:
Results of investigation: the vela front panel assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to water ingress and physical damage.

Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer.

Event description:
The customer stated that this unit has a non-responsive touch screen and is showing signs of delamination. There is no information if this occurred on a patient or not.